Event description:
Filter feet got caught at hub/catheter transition. The entire system was removed & replaced with another of the same make to complete the procedure. No further complications were reported.